Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using different charging supplies, and was informed by technical support that using non-tandem supplies is not recommended unless for troubleshooting purposes. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping. The pump began charging, and no further assistance was required.